Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to other than monitor plus therapy. Additional information indicated that the device's tachy therapy was turned off and no plans to reprogram the device back. The patient was still using the remote monitoring system to monitor pacing. Furthermore, the reason for reprogramming the device was not provided due to confidential policy. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis found that all functions of this cardiac resynchronization therapy defibrillator (crt-d) are within specifications after it was put through automated therapy verification testing during detailed analysis, which confirms proper operation of the pacing, sensing, and shocking functions of the device, as well as lead impedance and telemetry function testing. This crt-d met longevity and met specifications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--